Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument accessory involved with this complaint and completed investigation. Failure analysis investigations found several scratch marks and gouges on the tip and body of the tip cover. The arcing damage on this tip cover did not seem to be related to the gouges and scratch marks, however, it was difficult to conclude whether the scratches are related or not since the arcing damage is extensive and may have damaged related scratch marks or other initiation points like gouges. This complaint is being reported due to the following conclusion: at the end of a da vinci total benign hysterectomy procedure, arcing damage on the tip cover accessory was observed. While there was no reported harm to the patient, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that at the conclusion of a da vinci total benign hysterectomy procedure, the tip cover accessory installed on a monopolar curves scissors (mcs) instrument was burned. The site observed a cut or slice around 3mm and then two pin-sized holes. There was no patient harm, adverse outcome or injury reported. There were also no reports of any fragment(s) failing into the patient.